Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure coil/there is left essure coil embedded in left fallopian tube') and pelvic pain ('pelvic pain/lower left pelvic area') in a 33-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 1, diarrhea, parity 2 and cervical laceration. Current weight 129 lbs. Surgical pathology report. Diagnosis: uterus, cervix and bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral salpingectomy: uterus: endometrium: benign mildly disordered proliferative endometrium. No hyperplasia or malignancy identified. Myometrium: focally prominent mural vasculature; no myomatous lesions seen no malignant neoplastic process identified cervix: benign ectocervix and endocervix with no significant histopathologic alterations. Nabothian cysts. Fallopian tubes, bilateral: left: embedded essure coil, as described (gross examination only benign tubal parenchyma with focal broao area of reactive fibrosis. Histologically y unremarkable fimbriae. No malignant neoplastic process identified. Right: benign with histologically unremarkable fimbriae. No malignant neoplastic process identified. Gross- there is left essure coil embedded in left fallopian tube. Concurrent conditions included overweight, stress urinary incontinence, gastroenteritis, syncope, hiatal hernia, intestinal inflammation, left lower quadrant pain and nabothian cyst. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and groin pain ("groin area pain") and was found to have weight increased ("weight gain"), 2 months 27 days after insertion of essure (ess205). On (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2005, the patient experienced nausea ("nausea") and anaemia ("blood or heart disorder/condition- anemia,"). On (B)(6) 2006, the patient experienced anxiety ("psych injury related to essure-anxiety,"). On (B)(6) 2006, the patient experienced migraine ("migraine") and headache ("headaches"). On (B)(6) 2006, the patient experienced cystitis ("bladder infection"). On (B)(6) 2007, the patient experienced alopecia ("hair loss"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy birth - no complication") and experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), irritable bowel syndrome ("gi condition-ibs") and cyclic vomiting syndrome ("cyclic vomiting syndrome"). The patient was treated with alprazolam (xanax), fluoxetine, ondansetron (zofran), paracetamol (tylenol) and surgery (hysterectomy (full) with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, dysmenorrhoea and dyspareunia had resolved, the pregnancy with contraceptive device, abdominal pain, anxiety, cystitis, bladder disorder, urinary tract disorder, irritable bowel syndrome, weight increased, headache, nausea, anaemia and groin pain outcome was unknown and the alopecia, migraine and cyclic vomiting syndrome was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, anaemia, anxiety, bladder disorder, cyclic vomiting syndrome, cystitis, dysmenorrhoea, dyspareunia, embedded device, groin pain, headache, irritable bowel syndrome, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: received treatment for bladder infection, bladder probs, urinary probs, psych injury related to essure, blood/heart disorder, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain. Insertion details-one coil visible on the right side and three coil is visible on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2005: total bilateral occlusion; on (B)(6) 2005: results of confirmation test: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:nausea, anxiety, cyclic vomiting, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure coil/there is left essure coil embedded in left fallopian tube') and pelvic pain ('pelvic pain/lower left pelvic area') in a 33-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy, diarrhea, parity 2 and cervical laceration. Current weight 129 lbs. Surgical pathology report- diagnosis: uterus, cervix and bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral salpingectomy: uterus: - endometrium. ¿ benign mildly disordered proliferative endometrium. ¿ no hyperplasia or malignancy identified. -myometrium. -focally prominent mural vasculature; no myomatous lesions seen. -no malignant neoplastic process identified. Cervix: -benign ectocervix and endocervix with no significant. Histopathologic alterations. · nabothian cysts. Fallopian tubes, bilateral: · left: · embedded essure coil, as described (gross examination only benign tubal parenchyma with focal broao area of reactive fibrosis. Histologically y unremarkable fimbriae. - no malignant neoplastic process identified. Right: - benign with histologically unremarkable fimbriae. - no malignant neoplastic process identified. Gross- there is left essure coil embedded in left fallopian tube. Concurrent conditions included overweight, stress urinary incontinence, gastroenteritis, syncope, hiatal hernia, intestinal inflammation, left lower quadrant pain and nabothian cyst. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and groin pain ("groin area pain") and was found to have weight increased ("weight gain"), 2 months 27 days after insertion of essure (ess205). On (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2005, the patient experienced nausea ("nausea") and anaemia ("blood or heart disorder/condition- anemia,"). On (B)(6) 2006, the patient experienced anxiety ("psych injury related to essure-anxiety,"). On (B)(6) 2006, the patient experienced migraine ("migraine") and headache ("headaches"). On (B)(6) 2006, the patient experienced cystitis ("bladder infection"). On (B)(6) 2007, the patient experienced alopecia ("hair loss"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy birth - no complication") and experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), irritable bowel syndrome ("gi condition-ibs") and cyclic vomiting syndrome ("cyclic vomiting syndrome"). The patient was treated with alprazolam (xanax), fluoxetine, ondansetron (zofran), paracetamol (tylenol) and surgery (hysterectomy (full) with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, dysmenorrhoea and dyspareunia had resolved, the pregnancy with contraceptive device, abdominal pain, anxiety, cystitis, bladder disorder, urinary tract disorder, irritable bowel syndrome, weight increased, headache, nausea, anaemia and groin pain outcome was unknown and the alopecia, migraine and cyclic vomiting syndrome was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, anaemia, anxiety, bladder disorder, cyclic vomiting syndrome, cystitis, dysmenorrhoea, dyspareunia, embedded device, groin pain, headache, irritable bowel syndrome, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: received treatment for bladder infection, bladder probs, urinary probs, psych injury related to essure, blood/heart disorder, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain. Insertion details-one coil visible on the right side and three coil is visible on the left side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion; on (B)(6) 2005: results of confirmation test - bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:nausea, anxiety, cyclic vomiting, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs, mr and social media received- new events groin area pain, there is left essure coil embedded in left fallopian tube were added. Event psychological trauma updated to anxiety. Event blood or heart disorder/condition updated to anemia. Event gi condition updated to irritable bowel syndrome. Outcome of pelvic pain, dysmenorrhoea, dyspareunia updated to recovered / resolved. Outcome of cyclic vomiting syndrome, migraine, hair loss updated to recovering / resolving. New reporters, height, weight, medical history, lab data, treatment drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure coil/there is left essure coil embedded in left fallopian tube') and pelvic pain ('pelvic pain/lower left pelvic area') in a 33-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 1, diarrhea, parity 2 and cervical laceration. Current weight 129 lbs. Surgical pathology report- diagnosis: uterus, cervix and bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral salpingectomy: uterus: - endometrium ¿ benign mildly disordered proliferative endometrium. ¿ no hyperplasia or malignancy identified. -myometrium -focally prominent mural vasculature; no myomatous lesions seen -no malignant neoplastic process identified cervix: -benign ectocervix and endocervix with no significant histopathologic alterations. · nabothian cysts fallopian tubes, bilateral: · left: · embedded essure coil, as described (gross examination only benign tubal parenchyma with focal broao area of reactive fibrosis. Histologically y unremarkable fimbriae. - no malignant neoplastic process identified. Right: - benign with histologically unremarkable fimbriae. - no malignant neoplastic process identified. Gross- there is left essure coil embedded in left fallopian tube. Concurrent conditions included overweight, stress urinary incontinence, gastroenteritis, syncope, hiatal hernia, intestinal inflammation, left lower quadrant pain and nabothian cyst. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and groin pain ("groin area pain") and was found to have weight increased ("weight gain"), 2 months 27 days after insertion of essure (ess205). On (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2005, the patient experienced nausea ("nausea") and anaemia ("blood or heart disorder/condition- anemia,"). On (B)(6) 2006, the patient experienced anxiety ("psych injury related to essure-anxiety,"). On (B)(6) 2006, the patient experienced migraine ("migraine") and headache ("headaches"). On (B)(6) 2006, the patient experienced cystitis ("bladder infection"). On 4-jan-2007, the patient experienced alopecia ("hair loss"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy birth - no complication"), experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), irritable bowel syndrome ("gi condition-ibs") and cyclic vomiting syndrome ("cyclic vomiting syndrome") and was found to have weight decreased ("down 6 lbs"). The patient was treated with alprazolam (xanax), fluoxetine, ondansetron (zofran), paracetamol (tylenol) and surgery (hysterectomy (full) with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, dysmenorrhoea and dyspareunia had resolved, the pregnancy with contraceptive device, abdominal pain, anxiety, cystitis, bladder disorder, urinary tract disorder, irritable bowel syndrome, weight increased, headache, nausea, anaemia, groin pain and weight decreased outcome was unknown and the alopecia, migraine and cyclic vomiting syndrome was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, anaemia, anxiety, bladder disorder, cyclic vomiting syndrome, cystitis, dysmenorrhoea, dyspareunia, embedded device, groin pain, headache, irritable bowel syndrome, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, weight decreased and weight increased to be related to essure (ess205). The reporter commented: received treatment for bladder infection, bladder probs, urinary probs, psych injury related to essure, blood/heart disorder, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain. Insertion details-one coil visible on the right side and three coil is visible on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion; on (B)(6) 2005: results of confirmation test - bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:nausea, anxiety, cyclic vomiting, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event down 6 lbs was added. Reporter from social media was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury related to essure"), cystitis ("bladder infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), alopecia ("hair loss"), gastrointestinal disorder ("gi condition"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and cyclic vomiting syndrome ("cyclic vomiting syndrome"), was found to have a pregnancy with contraceptive device ("pregnancy birth - no complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, abdominal pain, blood disorder, cardiac disorder, psychological trauma, cystitis, bladder disorder, urinary tract disorder, alopecia, gastrointestinal disorder, weight increased, migraine, headache, nausea and cyclic vomiting syndrome outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, bladder disorder, blood disorder, cardiac disorder, cyclic vomiting syndrome, cystitis, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: received treatment for bladder infection, bladder probs, urinary probs, psych injury related to essure, blood/heart disorder, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: results of confirmation test - bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received ¿ case becomes incident. Previously reported event injury nos replace with new events pelvic pain, pregnancy birth - no complication, device ineffective, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, blood/heart disorder, blood/heart disorder, psych injury related to essure, bladder infection, bladder problem, urinary problem, hair loss, gi condition, weight gain, migraine, headaches, nausea and cyclic vomiting syndrome was added. Essure indication and removal date were added. Patient date of birth and consumer address were added. Lab data were added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.